Manufacturer narrative:
For this case, the surgery was successfully completed by using another cannula and the patient was not injured. Based on previous MDR submissions relating to cannula breakage with patient injuries, it was determined that this occurence is reportable.

Event description:
Cannula bent during surgery. Surgery was completed with another cannula and there was no injury to the patient.